Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, approximately four years and eight months post transcatheter aortic valve replacement (tavr) procedure using a 26mm sapien 3 ultra valve, the patient underwent a valve in valve procedure with a 23mm sapien 3 ultra resilia valve due to stenosis. The case went well, valve was deployed with good result, patient left room in stable condition. All ew products were prepped per IFU and there was no patient injury.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The reported event of stenosis was confirmed based on medical record. As reported, "approximately four years and eight months post-implantation, the patient underwent a valve-in-valve procedure with implantation of a 23 mm s3ur valve inside the 26 mm s3u valve due to reported severe aortic valve stenosis." Available information suggests that patient factors (ckd) likely contributed to the event as the patient was dialysis since transcatheter aortic valve replacement (tavr). Hemodialysis - calcification has been shown to occur at accelerated rates in patients with renal failure. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. Additionally, patients with mitral annulus calcification are on average older than those without calcification; however, mitral annulus calcification has been detected with increased frequency at younger ages in patients with uremia. The duration of dialysis also plays a major role in the development of calcification. The presence of coronary artery calcification in the dialysis population can result in increased gradient or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.